Event description:
It was reported that during a pulsed field ablation procedure, the catheter ring portion was bent and could not be deployed within the heart. It was also noted that steerability issues occurred. The catheter was replaced. The case outcome is unknown.

Manufacturer narrative:
Continuation of d10: product ID psg100 (unknown serial/lot); product type: 3294-generator; implant date n/a; explant date n/a product event summary: the pscc100 loop catheter with lot number 0012709267 was returned and analyzed. No anomalies were identified during external visual inspection of the shaft and handle segments. During external visual inspection of the array segment, the pebax tube was observed to be twisted. The spiral array pebax tube was observed to be twisted. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Deflection testing (rotating steering knob clockwise and counter-clockwise) was performed, the distal catheter tip responded with approximately 170° rotation in both directions. No anomalies were observed. The slide control function operated as expected without any issues. Upon full advancement of the slide control to extend the guidewire lumen, no kinks and other anomalies were observed along the extended portion. Electrical continuity and hipot test did not reveal any anomalies. Microscope and x-ray imaging and testing was performed to verify the integrity of the catheter sub-components. No anomalies were identified. The reported sensor array kink was confirmed through testing. The loop catheter failed the returned product inspection due to the twisted spiral array pebax tube. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was later reported that replacing the catheter resolved the issue. The case was completed with pulsed field ablation.